Event description:
The reporter stated that the surgeon inserted an aspheric three piece silicone lens model aq2015a and a haptic was bent. The surgeon cut the lens to remove and replace it with no patient injury. The cartridge used for loading is not recommended for this type of lens.